Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 10 infusion sets leakage event on (B)(6) 2023. The set was in use for 1 and half day. The patient reported the patient had rednes and swelling at indusion site. The patient replaced infusion set and resumed insulin successfully. No further information.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 10.